Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216027660 was returned and analyzed. Visual inspection of the mapping catheter showed the device tip was torn and detached from the loop area; all the 8 electrodes were on the ring. Additionally, the shaft was twisted before the loop area. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to the detached loop and the twisted shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the tip of the mapping catheter became entangled in the sheath. A broken tip was observed by fluoroscopy. The broken tip was removed with a snare. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.